Manufacturer narrative:
Customer evaluated.

Event description:
It was reported the ECG cable is broken. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the lead grabber set. Upon conclusion of the evaluation, it was determined that this was a malfunction of the lead grabber set, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.